Event description:
It was reported through a user facility medwatch report that the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
This event was previously reported by the user facility in (B)(4). Investigation underway; follow-up report will be issued as necessary based on investigation results.